Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's (pt) stimulator is not working right. They are not getting any results and they are afraid to do anything. The machine isn't working right and they started shaking. The issue started 6 to 8 months ago. Since that all occurred they have run out of pills and now they have no one to get their pills from. Patient is in the middle of getting new insurance and a new doctor. Patient said they need a new manufacturer representative (rep) that their rep moved to california. Patient wanted to troubleshoot the message on the handset but the external equipment wasn't working. Patient is going to charge the equipment and call back. Historical event: the machine died before they could see a manufacturer representative (rep) and they started shaking and it was 10 times worse than it would be normally. Patient said it was due to stimulator reaching end of life. Additional information was received from the patient pertaining to the reported event. When they tried to connect to the implantable neurostimulator (ins) with the communicator, they observed the no device response message. They first noticed this screen 6 months ago. The communicator had been charging and showing a blue and green light. Agent had the patient unplug the communicator and attempt to connect to the implant, h owever, message repeated. Patient was redirected to healthcare provider (hcp) regarding previously reported symptoms and to continue troubleshooting.